Event description:
It has been reported to us that when the moma device in place, the doctor tries to inflate the distal balloon to block the blood flow, but the distal balloon could not be fully inflated, the blood was not blocked. The doctor used another moma to complete the operation without any problem.

Manufacturer narrative:
This device is a like device that is approved within the united sates. Results, conclusion: other - the actual device used during the case was returned and evaluated. Visual examination of the returned device revealed that the device with a hollow mandrel was returned. The inflation lumens were fully occluded with dried solution. The device was then separated into three separate parts for testing purposes. The hub analysis revealed no leakage and was properly assembled. The balloon integrity was tested and found to be within MFR spec. A review of the device history record did not detect any deficiencies in the mfg process. The event has not been confirmed.